Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the belt never worked and the belt would slip and never worked properly. Patient did not want a replacement belt and would rather get one when they get a new implant in july. Patient was not getting proper service out of the implant. Patient was reprogrammed by their representative in 2018.

Event description:
Additional information from the patient indciated that the lack of proper service was early in 2024, where the good and consistent m anufacturing representative was busy and there was distance between them. They stated that the rep was very busy. The patient mentioned that the unit shut down in may 2024,so they called to have the device reset. They have an appointment in july 2024 about replacing the unit. They stated that the ins never held a charge like their old one. They understand that it is a better battery and uses more power. They mentioned again how the flimsy belt is useless.

Manufacturer narrative:
Continuation of d10:concomitant product ID m943899a lot# serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.